Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05853. It was reported the pt was not receiving adequate coverage and wanted the ability to undergo an MRI. As a result, the pt's scs sys was explanted. During surgical intervention, some of the electrode contacts on the lead were found to be adhered to the pt's dura. When the lead was removed from the dura, some of the contacts came loose, and were hanging by the wires. It is unk if the explanted product will be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.